Event description:
It was reported that the audiologist was unable to reliably stimulate any of the electrodes channels. Results of the CT scan showed full insertion. The external equipment has been exchanged but the pt was still unable to receive any benefit from the implant. Reprogramming has been carried out but no response was able to be elicited from the pt. Integrity testing carried out showed that the device is fully functional. Info received from the clinic stated that the pt is to undergo re-implantation surgery on (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.